Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. The crt-p remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.